Event description:
It was reported through a post market survery that when using an unknown bd lithium/heparin collection tube a patient was admitted to the hospital due to critically low potassium and calcium levels. A repeat sample was drawn and revealed normal values.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported through a post market survery that when using an unknown bd lithium/heparin collection tube a patient was admitted to the hospital due to critically low potassium and calcium levels. A repeat sample was drawn and revealed normal values.